Event description:
The patient had not been as vocal since the vns surgery. The patient was evaluated by an ent and was diagnosed with left vocal cord paralysis. No other relevant information has been received to date.